Manufacturer narrative:
The root cause of the purge leak - pump could not be determined as insufficient clinical details were provided.

Event description:
The user facility reported a 62-year-old male in cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during support, the yellow luer connection was found to be leaking. The physician replaced the purge cassette but the issue persisted. There was no reported patient harm. The pump was explanted after 6 days of support and the patient continued to be on ECMO support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.